Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed reprocessing was practiced without connecting the connecting tube for feeding fluids to the instrument channel during reprocessing using the reprocessor oer-5. Therefore, it is judged that the subject event occurred due to the user¿s handling. The possible cause of the event could be that information was not shared among staff due to personnel relocation, which resulted in reprocessing without connecting the connecting tube. This event can be prevented by following the instructions for use, oer-5 operation manual (revision 5), section 4.7 connecting tube installation which states: - "connect the equipment and endoscopes using the connecting tubes. To find out what connecting tubes can be used, refer to the provided ¿list of compatible endoscopes/connecting tubes ¿. This section explains how to connect the provided connecting tubes to a typical gastrointestinal endoscope, focusing on how to connect to this equipment. For details on connecting the tubes to the endoscope, refer to the ¿instruction manual¿ provided with each connecting tube." - "warning: attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. Although the ¿list of compatible endoscopes/connecting tubes ¿shows the applicable connecting tubes for each endoscope, it may not list the latest endoscope models. If your endoscope model is not listed, contact olympus for more information. Disconnect the connecting tubes from the connectors on the equipment whenever the tubes are not used. If reprocessing is performed while the tubes are connected, the effectiveness of reprocessing may be reduced." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when cleaning with the endoscope reprocessor and connecting tube, cleaning was performed without attaching the connector on the endoscope side of the cleaning/connecting tube (the mouth of the tube that connected to the forceps mouth). The customer had inquired about how much aceside and detergent remained around the forceps opening and in the channel. The customer further stated that they knew the scope was not disinfected, they didn't know how long cleaning had been done like this or what type of scope was cleaned. It was unknown if any patient's had been infected. The site had recent changes in staff and the customer suspected this may have resulted in the insufficient cleaning. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The scopes, endoscope reprocessors, and cleaning tubes involved in the event were unknown. Reports are being submitted on all scopes, endoscope reprocessors, and cleaning tubes at the site. Please refer to the following reports: patient identifier of (B)(6) is related to model number: oer-5, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: oer-5, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: oer-5, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: maj-1500, lot number: na. Patient identifier of (B)(6) is related to model number: jf-260v, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: jf-240, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xq260, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp290n, serial number: (B)(4).patient identifier of (B)(6) is related to model number: gif-xp290n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp290n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-xp260n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-q260j, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-q260, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-hq290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290z, serial number: (B)(4). Patient identifier of (B)(6)is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number:(B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4).patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-1200n, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-hq290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-hq290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-hq290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: cf-h260ai, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290zi, serial number:(B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: pcf-h290i, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.